Event description:
Customer's mother reported via phone call that customer had received excessive no delivery alarms. Caller reported that insulin pump was not pushing insulin to reservoir. Caller was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.